Manufacturer narrative:
A sample was received at the manufacturing site. Sample analysis is in progress and a supplemental smdr will be filed upon completion. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned partially advanced into the nozzle of a qualified cartridge. Inadequate viscoelastic is observed in the cartridge. The lens is misfolded/broken into pieces. The cartridge has evidence of placement into a handpiece. The lens position and damage would indicate a plunger override occurred. The cartridge was cleaned for further evaluation. The lens was removed with cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. The viscoelastic used was not provided. It is unknown if a qualified product was used. The forceps returned are visibly bent. The forcep arms do not contact each other. The handpiece did not appear damaged. The reported resistance appears to be related to a failure to follow the IFU. Inadequate viscoelastic was observed in the returned cartridge. The lens was damaged. The lens damage would indicate a plunger override occurred during the lens advancement. This would have caused the reported "resistance felt". The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage.. It is unknown if a qualified viscoelastic was used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens (iol) implantation the lens was reported failed due to high resistance during insertion. As per the reporter, problem was described as no patient issue as insertion was aborted. Backup lens was implanted without any incident. Additional information was requested.